Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that pt had a very successful trial with better than 90% pain relief and now has an implant.  Unfortunately, his implant is not providing the same level of pain relief as the trial¿he estimates less than 70%.  He is unhappy because the the rep has not met him at his doctor¿s office nor has he been available to assist with modifying the initial implant settings.  He says the rep is unresponsive to his calls and requests for assistance and he is frustrated.  Pt does not know what to do as his doctor seems to be focused on the healing of the implant rather than the level of pain relief. Additional information received from the consumer reported that the cause of the lack of pain relief was unknown. The patient stated the stimulation was adjusted and was way too strong so they were back at their provider¿s office after 2 weeks. The patient turned stimulation down to 1.0 and slowly increased the stimulation. The patient clarified that the felt a shocking sensation from the device being recharged too often. The patient was currently getting some relief. 2022-feb-08 _vm (rep): no new information 2022-feb-11 _e8, _e9, _e10 (rep, con, hcp): the manufacturer representative spoke with the health care professional's office on 2022 -feb-11. The patient was last seen in the clinic in (B)(6) 2021. He was having relief from his pain at that time, but still had some pain. According to the clinic notes, approximately one week following the (B)(6) 2021 visit, he was doing better than he was at his clinic visit. The health care professional was not made aware of any shocking from the stimulator. The patient reported to the manufacturer representative on 2022-feb-11 that they started experiencing shocking in (B)(6) 2021. The shocking was from the stimulation being too high. The patient denied feeling shocking while charging or anything else, just the intensity being too high. The shocking has resolved, and the patient feels as the adjusted settings are helping him. The manufacturer representative met with the patient on (B)(6) 2022 he has low impedances on contact 10 and 12. The manufacturer representative reprogrammed group c so that those contacts are not being used. The manufacturer representative programmed dtm therapy and when the patient increases c1, he gets good paresthesia coverage across his low back. C2 when increased also gets good paresthesia coverage in his legs. The patient was please with the changes that were made.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.